Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred and the patient was sent for surgery. The patient was presented with significant disease in the distal segment of a dominate target lesion located in the moderately calcified left circumflex artery. The physician used a non bsc guidewire and pre-dilated the lesion. A 3.50 x 24 synergy drug-eluting stent was advanced with a little difficulty but was successfully deployed. Upon deflation of the stent delivery system, the balloon would not release from the stent. Repeated inflation and deflations of the stent delivery balloon were attempted without success. The physician used a 20cc syringe and attached it to the stent hub and aspirated and then took a non bsc guidewire to wired through the stent and next to the trapped balloon. However, it was unable to advance a small balloon through the stent. More force was performed to remove the balloon. But, during this attempt the guide catheter advanced into the left main and caused a dissection. The stent delivery shaft also broke at a point just proximal to the balloon. The decision was made to send the patient for surgery. The patient did well, no further complications were reported and is currently recovering.